Manufacturer narrative:
One gold-tite tm hexed uniscrew was returned for inspection. The screw was fractured at the base of the screw head. The drive feature is destroyed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® gold-tite® hexed screws it is recommended to torque at 20ncm. Complaint indicates screw fracture. The alleged event was confirmed following inspection. A root cause for the complaint could not be determined.

Manufacturer narrative:
Age at time of the event, and date of birth not provided. Patient weight not provided. Lot number not provided / unknown. Title and last name not provided. Lot number not provided.

Event description:
Doctor's office reported that the patient came into the office with restoration in hand.